Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 01-nov-2024. H3. Device eval by manufacturer- yes. Bd received 10 samples for investigation. These returned samples underwent functional tests to assess the functionality of the device. All samples passed the tests, exhibiting no signs of damage or leakage during use. Furthermore, the samples were tested for proper activation, and all passed with no evidence of leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage during use. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using eight (8) of bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed leakage at the junction of the butterfly and the tubing upon activation of the safety mechanism. No patient impact reported.

Manufacturer narrative:
D2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using eight (8) of bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed leakage at the junction of the butterfly and the tubing upon activation of the safety mechanism. No patient impact reported.